Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the device was used without issues but staples malformed when trying to ligate the cystic ducts. The clips would not close properly and kept falling off the vessel and not occluding. It was stated that the clip fell into the cavity and the surgeon fished out the clips and opened another device without issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument had no clips in the tube, the red indicator was visible in the window and the instrument had been cycled through the end of application safety interlock. Disassembly of the instrument confirmed the firing handle had broken in a manner consistent with cycling through the end of application safety interlock. The interlock feature is designed to prevent the jaws from closing once all clips have been applied. The reported condition could not be confirmed, as the device was received fully fired, and a functional test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken firing handle may occur if an attempt is made to cycle the handle after the safety interlock feature was engaged. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Additionally, the investigation detected an unreported condition of the handle was cycled after the interlock was engaged damaging the handle that has no relationship to the reported condition. If information is provided in the future, a supplemental report will be issued.